Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in a moderately tortuous vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured vertically during the first inflation at 10 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.